Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) : the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt the physician determined the patient's vessels were tortuous and a longer right ventricular (rv) lead was needed. The lead was not implanted and another lead was used. It was also reported that the right atrial (ra) lead had low impedance. The ra lead is still in use. No patient complications have been reported as a result of this event.